Event description:
It was reported that the balloon did not deflate during use. No pt complications were reported. It was further reported that sales representative stated that the balloon lumen was cut in the middle.

Manufacturer narrative:
The catheter was received with the inflation extension tube cut in half in the central area. Both sections were returned. The balloon was inflated and there was a small amount of clear liquid that was present in the balloon. The balloon still inflated and deflated normally; clear and concentric.